Event description:
It was reported to nova biomedical that a consumer received higher than expected results on their blood glucose meter. The consumer did not administer any oral or insulin based on these results. The consumer's spouse reported the consumer was sweating, pale and unable stand on his own, subsequently, medical intervention was required. When the emts arrived, they tested the consumer getting a result of 10 mg/dl on their unk brand glucose meter. The consumer's spouse reported that she was not sure if the consumer's reaction was diabetes related or related to his existing heart issue. The consumer was transported to the hosp. This is being reported as an adverse event under the FDA medwatch regulation. The meter will be returned for eval, the test strips will not be returned, as the consumer cannot find them.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.